Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 6-4mm amplatzer pda occluder was chosen for implant using an 6f amplatzer torqvue delivery system. During the procedure, while closing the pda, it was observed that the occluder could not be advanced it through the connection between introducer and the delivery sheath. The physician tried detaching and flushing before reattaching the occluder but it still could not be advanced. When the occluder was attempted to reload it was noted that the occluder looked distorted and therefore the device was not used. The procedure was completed using a 5-4mm amplatzer pda occluder which advanced through the 6f amplatzer torqvue delivery system, but it was noted that there was slight resistance felt while advancing upwards. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.